Manufacturer narrative:
(B)(4). The peritoneal effluent monocyte count previous reported was inadvertently reported and does not belong to this patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the event was unknown. The patient was hospitalized for the peritonitis. The patient was treated with injection intraperitoneal vancotroy (2g once stat; route not reported) and intraperitoneal gentamycin (20 mg daily for 14 days) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering. It was not reported if the patient was discharge from the hospital. No additional information is available.